Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a blurry image. The issue occurred during preparation for a therapeutic lobectomy that was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer protective layer of universal cord broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: service inspection found that the internal fracture of the insertion part can rotate, and dust enters, resulting in blurry image. The most probable cause is traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.